Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use, during drain 3 of 4. The drain volume (dv) equaled 109ml. The home patient (hp) stated she became disconnected in her sleep and then reconnected but was getting a ldv alarm. The baxter technical service representative (tsr) advised them they would need to end therapy and also advised them to make the registered nurse (rn) aware. The call was completed and the hc was operational.the solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Suspect device info and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. Per the customer the sample was discarded and the lot number was unknown, therefore the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The evaluation and batch review could not be performed. A follow-up report will be filed if any additional relevant information becomes available.